Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported punctured sheath could not be conclusively determined.

Event description:
During an atrial fibrillation procedure when the needle was inserted in the sheath in the patient, the sheath was punctured by the needle. There were no adverse patient consequences.